Manufacturer narrative:
The referenced device was returned to olympus for service/repair. The service evaluation confirmed the customer¿s reported issue as the camera head is defective due to fluid invasion. Additionally, the camera cable has a deep cut and deformation/twisted. There is corrosion on the free lock lever and the scoping mount. The switch operation is heavy. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Reason for drafting: the repair request will be drafted because the content of the repair request is [pae = yes] · repair request content: . Screen blackout / intake universal code: chi1001 / pae = yes reason: [was there a death, injury including infection in patients or health care professional? = no occurrence] [has this malfunction impacted patient or health care professional other than health injury? = no] · the reproduction confirmation result of the repair request contents will be reported later on the diligence log after the estimation inspection. · person in charge: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿no image¿, was reproduced. The fault was due to water invasion. Water invaded the cut on the cable and charge-coupled device (ccd) resulting to the reported phenomenon of ¿no image¿. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.